Event description:
Report received of an overdelivery of morphine. The pump was infusing an unspecified concentration of morphine in 250ml of normal saline at a rate of 3ml/hr on the primary line. On the secondary line was an unspecified volume of normal saline infusing at a keep vein open (kvo) rate. It was reported that the nurse hung a new bag of morphine at 11:00pm. At 7:00am the pump was alarming and the nurse discovered that the morphine bag was empty. The customer estimated that 265ml had infused in 8 hours. The expected delivered volume was 24ml. The estimated 265ml was the total amount of solution that the pharmacy prepared in the morphine and normal saline solution bag. The nurse could not recall what the pump display indicated had infused. The patient was reported as not experiencing any "ill effects", and with the patient's baseline mental status unchanged. The doctor was notified. The patient did not require any medical intervention. Though requested, no further information was available.